Event description:
It was reported that since enrolling in merlin.net, several out of range left ventricular pacing lead impedance measure- ments were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.